Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0hz52, implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# va0hz52, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was later reported that the patient had an explant and the date was unknown.

Event description:
It was reported that currently the patient feels stimulation for just a few seconds and then no longer feels stimulation. Since implant the patient had not had much efficacy since implant but then noted she did for about a month. Caller noted patient has had multiple programming sessions. The patient noted that about a month ago the patient was helping move dad and felt a sharp stimulation sensation versus the flutter but this did not affect therapy per patient. The caller discussed current impedance 0 and 1 as greater than 4,000 reported the day of event date. When the patient did that and programmed the lowest program with impedance, the patient felt stimulation consistently and in a good location. Program 2 = 1423 ohms, and another program was 2085. It was reported three days later that it was unknown if there was a 50 percent or greater symptom reduction. The cause of the event was unknown. It was reported not device related. The device was programmed around oor (out of range) impedance on (B)(4). The patient was to follow-up in two weeks. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.